Event description:
It was reported that, "the subject is enrolled in (B)(4) study and received their surgery on (B)(6) 2011. The pt was diagnosed with an infection in the knee joint and a revision surgery was scheduled to implant a spacer".

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5537-g-319, lot # mjmty0, description: no 3. Triathlon ts plus tibial inset x3 poly 19mm. Cat # 5521-b-300, lot # ffp1, description: tri ts baseplate size 3. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.